Event description:
I have had heavy bleeding every 2-3 weeks with painful cramps daily. Numbness in hands, constipation, painful intercourse, bleeding after intercourse; hair loss, chronic fatigue, depression, anxiety.